Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 388.159, lot 6130837: release to warehouse date: april 28, 2009. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the case, the handle of one of the instruments broke. The incident did not affect the treatment of the patient. The surgery was not delayed and no broken off pieces were left in the patient. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the handle of the received socket-wrench with lot 6130837 is broken in half. On the top of the broken handle are two clearly visible marks of a hammer blow. The pin that holds the handle in place is bent downward. The marks on top and the deformed pin are clear indications that strong hammer blows were applied onto this handle; the blows were that strong that the pin was bent downward and finally the handle did split at the pin. Based on the findings it can be concluded that inappropriate handling did lead to this malfunction as this wrench is not designed to take such forces. The manufacturing documents were reviewed and no complaint related issues were found. The other reported wrench with the lot 6163544 was not sent back for investigation. According to the received picture this handle is cracked in the area if the pin, the overall condition seems to be very used. The manufacturing documents of this device were reviewed and no complaint related issues were found. Without material is no further evaluation possible. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.